Event description:
It was reported that a large volume infusor leaked into the overpouch before use. The infusor was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 21, 2014 to january 22, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with an issue noted during the manufacturing process. During inspection, an operator found cracked sub assembly stress-members; however, the lot later met the acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.